Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately three weeks post implant, the patient with this device presented to the hospital with a sternal wound. It was thought this was due to the patient's condition and no device was involved. The wound was closed with pectoral flaps. Two weeks later, the wound was debrided and a vacuum assist device was applied. Further closure of the wound was performed. There were no additional adverse effects reported.